Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that when the patient's healthcare professional uploaded pump the bolus amounts were incorrect. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with no eaw¿s. A 10u audio bolus and a 10u normal bolus were successfully performed and accurately recorded in the pump history. The pump was then download using diasend software; the two bolus preformed for testing purposes were accurately recorded in the dl. The download bolus doses were found to correctly match the pump history. Investigators were unable to duplicate the reported complaint. The battery compartment is cracked below the bumper grip. The display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.